Manufacturer narrative:
Updated blocks: h3, h6 and d4. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the oxygen (o2) sensor was unable to calibrate. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary, the non-clinical activity was during preventative maintenance of the device. The o2 sensor was installed but could not calibrate so the sensor was uninstalled.

Manufacturer narrative:
Udpated block: d9. Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) connected the oxygen (o2) sensor to lab use only (luo) testing equipment. Prior to installing the o2 sensor into a luo electronic patient gas system (epgs), the sensor voltage was checked and found to be within specification. The epgs was calibrated and the fraction of inspired oxygen (fio2) and flow setpoints were set. Calibration was successful and the o2 sensor output was within specification throughout the evaluation. The epgs was recalibrated after the evaluation which was successful. It was determined that the o2 sensor met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.